Event description:
Enteral administration set was pulled off the pump by an agitated pt.. The pinch valve on the set was broken. Pump alarmed "free flow". Pt received a bolus of approximately 230 ml through a peg tube. Amount is estimated based on volume hung vs timeframe of awareness. Pt aspirated approximately 1 hour later. Extensive infiltrate in right lung. Right pneumonia with pleural effusion. Antibiotic administered. One pt involved.